Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports not having stimulation for 2 months and has not recharged the ipg in 2 months. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.